Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008 the patient presented with the following pre-op diagnosis: cervical myelopathy; cervical radiculopathy; status post anterior cervical fusion c5-6; spinal stenosis, herniated nucleus pulposus c4-5, c6-7. The patient underwent: lntra-operative biplane fluoroscopy; exploration of spinal fusion c5-6; removal of plate and screw fixation c5-6; anterior neural decompression c4-5, c6-7; anterior discectomy and fusion c4-5, c6-7; anterior cage fixation with intra-implant bmp c4-5, c6-7; new anterior plate fixation c4, c5, c6, c7. As per op notes, the floseal and gelfoam were placed over the anterior cord space and then the intradiskal space was filled with a peek plastic cage filled with cancellous autologous bone and bone morphogenic protein in the intradiscal space at c4-5 and c6-7. The patient was then extubated in the operative suite and returned to the recovery room, awake, alert and neurovascularly intact.

Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with cervical myelopathy and radiculopathy, spinal stenosis and herniated disc at c4-5 and c6-7, status post anterior cervical fusion at c5-6. The patient underwent a procedure for removal of plate and screw fixation at c5-6; anterior neural decompression c4-5, c6-7; acdf c4-5, c6-7; anterior cage fixation with rhbmp-2/acs c4-5, c6-7; new anterior plate fixation at c4,c5,c6,c7. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.